Event description:
Pumps were either infusing or on hold and suddenly would alarm without any warning. The staff was unable to shut off the alarms. Per the b. Braun representative this type of alarming has been filed previously as pir's even though it doesn't qualify as pir via the checklist. Little to no detailed info was provided on the individual pumps. No info on medications infusing or infusion rates. No patient injury. After further f/u with the reporter it was confirmed there were no patient injuries associated with the event.

Manufacturer narrative:
Investigation results: per the log review, the reported complaint was confirmed for the pump alarming and becoming unresponsive. The reported event could not be duplicated. Review of the log displayed on (B)(6) 2013 at 9:45:01am the pump was set to infuse 100.8ml at a rate of 5ml/hr. At 10:49:00am the pump alarmed an empty container. The pump infused 5.3ml and the volume infused relative to the infusion time was 99% accurate. The same infusion was restarted at 10:50:00am to infuse the remaining volume of 95.5ml. The infusion was stopped and placed on hold at 12:20:00pm. The log showed a system alarm 75 on (B)(6) 2013 at 12:24:40pm. The pump turned off and was powered back on. At 12:24:45pm there was a system alarm 123, 76 and 150 indicating the battery had been disconnected. Volumetric testing: duplicated customer run of 5ml/hr with a volume of 95.5ml. The pump was placed on hold for 24 hours with active wireless and results did not display any errors. The cause of the event is unknown. Corrective and preventative action (451) has been initiated. Performed preventative maintenance service.